Event description:
It was reported that "this is a second revision. Cup migrated medially and vertically (as in the first revision). Removed implants and went to a 58mm trabecular metal shell with 6 screws. Issue with bone stock, not implant. Per had been submitted for original revision of this same patient."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.